Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and sensor issues. Blood glucose ranged from 178 to 490 mg/dl and treated with bolus. Customer changed the infusion in the morning prior to calling. Blood glucose was 220 mg/dl by lunch time and was down to 63 mg/dl by early evening. Customer was also getting alert to change sensor and calibration not accepted. The customer stopped using the sensor for 2 days and just reconnected. Customer declined further troubleshooting for sensor issues and for high/low blood glucose level. The insulin pump will not be returned for analysis.